Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b3.

Event description:
Healthcare professional reported "patient had hematoma, when explanted to remove hematoma implant was deformed on one side" and "patient had a hematoma, at the time of removal of hematoma the implant was removed & noticed it was deformed on one side. Patient is very thin and implant was noticeably deformed". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.

Event description:
Healthcare professional reported "patient had hematoma, when explanted to remove hematoma implant was deformed on one side" and "patient had a hematoma, at the time of removal of hematoma the implant was removed & noticed it was deformed on one side. Patient is very thin and implant was noticeably deformed". This record is for the left side. Device was explanted.